Event description:
Tech alleged the head section will not raise and the knee section will not lower on the bed. No pt impact.

Manufacturer narrative:
The tech replaced the hydraulic manifold to resolve the issue.